Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, the device was explanted, due to wound infection which did not respond to medical/surgical treatment. No information about reimplantation plans was provided.